Event description:
This customer notified ocd that they observed an individual vitros uric result from a single patient sample was associated with the incorrect sample identification number on their engen laboratory automation system. The mis-association of results with the incorrect patient may lead to inappropriate physician action. However, the affected result was identified and corrected prior to releasing the report from the laboratory. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that an individual vitros uric result from a single patient sample was associated with the incorrect sample identification number when viewing the result through the instrument manager (im) on the customer's engen laboratory automation system. There was no evidence that the analyzer and/or the customer¿s lis contributed to the event. The investigation concluded that the mis-association appeared to have occurred at the im itself. The root cause of this event is currently unknown. User error while interacting with the im software and/ or im software malfunction cannot be ruled out as potential contributing factors at this time. The investigation is ongoing.